Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that there was blood exposure due to tube damage. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The visual inspection was performed, and hairline cracks were observed on the upstream luer of the infusate fluid path. No other damages or anomalies were observed. During the functional testing, a leak was observed originating from the crack on the infusate line luer. The complaint of leakage can be confirmed. The probable cause is due to unintended external forces on the luer. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.